Manufacturer narrative:
Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed abrasion marks on the solia between 50.5 cm and 52 cm distal to the is-1 connector pin. The insulation was still intact in this region. The plexa demonstrated an abraded through insulation between 54 cm and 57 cm distal to the df4 connector pin. The coating of the conductor cable to the shock coil was damaged in this region. The damage of the plexa can be considered the root cause of the reported inappropriate shocks. Based on the characteristics of the damages, it is reasonable to assume that the leads were subject to severe mechanical stress due to constant friction against each other. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 2 weeks, oversensing with inappropriate therapies was reported. Furthermore it was noticed that the lead appears to have abrasion.